Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button became detached from the pump and was unresponsive and that the pump time was incorrect, cause was unknown. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.